Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of baclofen at 100 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient's previous pump stopped working in early 2018. It was then stated that the catheter was "messed up/blocked". It was stated the patient was in a wheelchair and his legs and knees would fall out. This was how the patient knew it was not working. No further issues were reported.